Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited possible undersensing of ectopy. Capture was not able to be confirmed. Elevated threshold to high values and low r-wave sensing was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.